Event description:
This is filed to report a foreign body in the patient. It was reported that a patient presented with grade 4+ degenerative mitral regurgitation (mr) with enlarged atrium and ventricle. During a mitraclip procedure two xtw clips were implanted. It was noted that imaging was challenging during the procedure. The first one was on medial a2/p2. Residual insufficiency was to be improved with a second xtw. The second clip was placed on a2/p2, lateral to the first clip. The leaflet grasp was satisfactory. The deployment sequence was started, and the lock line was pulled. It was noted on the echocardiogram that the anterior leaflet was detached. Deployment was completed after evaluating and confirming sufficient posterior leaflet insertion. The clip was deployed on one leaflet. No additional clips were implanted upon the physician's discretion. The mr was reduced to grade 2-3. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar complaints from the lot. All available information was investigated, and a cause for the reported difficult or delayed positioning associated with leaflet capturing (clip detaching from the leaflet during clip deployment) cannot be determined. Image resolution poor was related to procedural conditions a imaging was reported to be challenging. Foreign body in patient associated with the clip getting deployed on one leaflet appears to be related to the procedural conditions associated with the clip detaching from the leaflet during clip deployment (difficult or delayed positioning). Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.